Manufacturer narrative:
Batch review performed on 06 may 2024: lot 2245449: (B)(4) items manufactured and released on 16-feb-2023. Expiration date: 2028-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had knee instability and the cause is unknown. At about 7 months from primary the surgeon revised the liner implanting a 2mm thicker one. The surgery was completed successfully. Implanted: 02.12.e0413fl gmk-sphere tibial insert e-cross - flex 4l - 13mm 2249833.